Event description:
It was reported that the stylus on the programmer was not functioning, data was unable to be entered with the stylus. The programmer was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, however the stylus was replaced. It was also noted that there was noise on the electrocardiogram (ECG) cable. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report.